Event description:
Complainant alleged that the device failed to discharge on a patient (age & gender unknown). Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was evaluated by zoll medical corporation. The customer's report was not replicated or confirmed. The device was put through extensive testing which included bench handling, a defib cycle, and had the shock functionality test without duplicating the customer's report. No accessories were returned for evaluation. Review of the device logs does not support the customer report. There is no evidence during the event in question that the device was charged. No trend is associated with reports of this type.